Event description:
It was reported that the glenosphere impactor tip broke during impaction to the glenosphere. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported cannot be confirmed. Visual examination of the provided pictures identified the pad for the impactor is cracked. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H8. This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h8. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenosphere impactor tip broke during impaction to the glenosphere. The correct surgical technique was used. The surgery was completed using the secondary impactor. The pieces did go into the patient but were all retrieved and then thrown away. This item had been used in surgery before. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.